Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2408740, model: sc-2408-74, serial: (B)(6), batch: 20436504.

Event description:
It was reported that patient was not able to get enough pain relief from the spinal cord stimulator (scs) device. The patient underwent a spinal cord stimulator (scs) explant procedure where in all devices were removed.